Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was explanted and replaced on (B)(6) 2017. It was noted the device was returned to the manufacture.

Manufacturer narrative:
Analysis of the 8637-20 found high resistance at the pump battery. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Although, the device meets design specification, medtronic made enhancements to the design. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event resolved without sequelae on 2017 -may-23.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving lioresal (2000 mcg/ml at 629.3 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported while interrogating the pump after a refill, the critical alarm sounded. The pump was re-interrogated and reprogrammed as the pump had reset and cleared doing information. The manufacturer hotline number was phoned and a representative was reached. The patient's pump had a serial number that was consistent with pumps that had known battery problems. The pump was reset but it could malfunction again at anytime. After discussion with the doctor in neurosurgery, it was decided to admit the patient via the emergency department in hope of having the pump replacement surgery on (B)(6) 2017. The event resulted in in-patient hospitalization. No patient symptoms were reported. The outcome was noted as ongoing. The etiology was noted as related to the device or therapy and not related to the implant procedure. It was further reported by a device manufacturer representative that the pump logs were checked and showed that a reset, reset low battery and safe state alarms occurred on (B)(6) 2017. The representative updated the pump and the pump was infusing at the therapeutic rate. Pump replacement was discussed as a reset could occur again at any time. It was further noted they might replace the pump on (B)(6) 2017. No further complications were reported.